Event description:
This is a new pt. They received two of the ross 14 fr. 1.7cm hide-a-port family member stated that they burst about two days after placing them in. Reporter sent a different brand at pt's request.